Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the twist clamp of three (3) minicap extend life peritoneal dialysis (pd) transfer sets would not close completely prior to connecting to the home patient (hp). There was no patient involvement, injury, adverse event, or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
Additional information : three (3) actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including leak testing, clear passage testing, and clamp function testing were performed with no issues noted. Torque engagement testing and dimensional measurements were also performed on the twist sleeves with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.